Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation determined that a general reagent problem could be ruled out based on the acceptable calibration and qc. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient sample tested for gluc3 glucose hk on a cobas 6000 c (501) module. The initial glucose result was 1 mg/dl with a data flag. The second glucose result was 3 mg/dl and was reported outside of the laboratory. The third glucose result was 75 mg/dl and considered correct. The fourth glucose result was 72 mg/dl. The gluc3 reagent lot number was 371182 with an expiration date of 31-dec-2019.